Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the customer experienced multiple hospitalization. At first the customer was in emergency room and then admitted to the intensive care unit on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 550 mg/dl. The customer experienced nausea, vomiting and body weakness. They were taken off the insulin pump and treated with insulin drip. The customer's blood glucose level at the time of the release from the hospital was 110 mg/dl. The second time, the customer was in the emergency room and then admitted to the intensive care unit on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of over 500 mg/dl. The customer experienced nausea, vomiting, body pain and was taken off the insulin pump and treated with insulin drip. The customer's blood glucose level at the time of the release from the hospital was 100 mg/dl. No further troubleshooting was done. The insulin pump will not be returned for analysis.